Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2011 - the pt underwent a hernia repair surgical procedure, at which time a bard perfix plug was implanted. The attorney's report alleges pain, disability, additional surgery, infection, inflammation.

Manufacturer narrative:
Addendum to the initial report. Based on a review of medical records the patient was implanted with two bard/davol perfix plug and patch mesh devices (mesh #1 & mesh #2) on (B)(6) 2011. This MDR represents the bard perfix plug (mesh #1). A separate MDR was sent to document the other bard perfix plug (mesh #2) that was implanted on (B)(6) 2011. It was originally alleged in the attorney's report that the patient had suffered from infection. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2011 - the patient underwent implant of two bard/davol perfix plug and patch mesh (mesh #1 & mesh #2)during a bilateral inguinal hernia repair. (B)(6) 2011 - the patient has complaints of "disabling" pain causing him to lose time at work. Patient treated with bilateral inguinal nerve block injections, which provided only temporary relief. The pain is indicated by md dictation as being worse on the left side. (B)(6) 2012 - the patient underwent partial explant of the left and right bard/davol perfix plug portion of each mesh. The onlay patches were not removed. Two non-bard/non-davol mesh were implanted for support. Operative dictation notes the mesh as "contracted and firm, but not to be a pathologic extent." No evidence of a recurrent defect.

Manufacturer narrative:
Currently, it is not known if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the mfg records could not be conducted. Additionally no product was returned for eval. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.